Event description:
The customer reported that the paramedics were called to her home due to a low blood glucose reading of 68 mg/dl. The customer stated that she was convulsing and shaking in a fetal position when the paramedics arrived. The customer stated that she may have had a heart attack or a stroke. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.